Manufacturer narrative:
(B)(64). D10: item name# oxf hall hub cless sawblades; item number# 11-3586; lot # unknown. Item name# oxford ph3 cementless fem sz m; item number# 154926; lot # unknown. Item name# oxf uni cmntls tib sz d rm; item number# 166577; lot # unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent to knee revision because the polyethylene bearing had cracked. All other components were intact and did not require replacement. Approximately 12 years, 3 months, and 15 days post-implantation. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, d9, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.